Event description:
It was reported that after a knee arthroscopic procedure, the pt developed an infection. The account believes it could be related to the product field action for the instructions for use of this unit. There was no delay or reason to believe anything went wrong until the pt noticed swelling days after the surgery.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.